Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized that same day due to the event. Treatment was not reported and the cause of the event was unknown. The patient was started on vancomycin and fortaz (start dates, doses, routes, forms, frequencies and duration not reported) for treatment. At the time of this report, the patient was recovering and therapy with dianeal pd4 ambuflex was ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11g26049, h11f02083, and h11e19030 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.